Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage. It had charring and localized melting on the yaw pulley.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found broken. There was no report of patient involvement.